Manufacturer narrative:
The insulin pump functioned properly during functional check including rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement test. No excessive no delivery alarm noted during testing. The insulin pump passed self-test, unexpected restart test and all operating current measurement were normal. The insulin pump was received with minor scratched display window, cracked case at the display window corners, cracked reservoir tube lip, cracked battery tube threads and stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call, the insulin pump had alarmed no delivery during bolus. Customer's blood glucose was 193 mg/dl. Troubleshooting was performed and due to customer previously perform troubleshooting for the same alarm. Customer was advised to discontinue use of the device and revert to back up plan. Customer is retuning the device for analysis.